Event description:
Device 2 of 3. Reference MFR report number: 1627487-2013-19674 and 1627487-2013-19676. It was reported the patient experienced effective stimulation until three months ago. At that time the pt began to experience pain at the ipg and lead sites. The scs system was interrogated and no anomalies were found. The physician states the patient does not have an infection. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.